Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that they were in a case and registered the patient supine, went to navigation, but then the surgeon decided to flip the patient prone because he didn't have enough access supine. The representative left the system in the room for about 30 minutes and when he came back the system was unresponsive. He did a hard shutdown and when powering back up, both monitors displayed no signal. They took the covers off and saw the video splitter was getting power. The computer fans were cycling. Multiple reboots did not resolve the issue. The site continued without navigation because they actually were able to mark the patient earlier in the case before flipping supine, so they had enough of what they needed. Navigation was aborted. The outcome to the patient is unknown.

Event description:
Additional information was received from a company rep. It was reported that they continued with the procedure without navigation since they were able to mark the patient prior while the system was still working. There were no serious consequences as a result of the aborted procedure.

Manufacturer narrative:
H3: a manufacturer rep went to the site to test the system. After hardware parts were replaced the system passed the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.